Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: black box shows dates from 10/24/2015 -11/1/2015. Black box data from date of complaint has been overwritten. Unable to confirm or duplicate complaint during investigation. Current bb shows no evidence of a loss of prime warning. Pump powers with returned battery cap. Pump was exercised for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Force sensor calibration check passes with a reading of 199. Removed pump case. Force sensor pins seated and solder connections intact. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.